Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of separation other component ¿ leak was confirmed upon inspection of the sample. Analysis of the sample showed that the fitting component was disassembled from the extension tube. Bd determined that the cause of the failure was the assembly process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta wht 360deg tb 100cm component seperated. Herewith the picture of the defective extension line, sap 6920. I still kept this one, it is not cut off but can just be put back on. Just not handy with a drip.